Event description:
Additional information received on 16jun2020: the procedure was completed by using another new device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. It is reported prior to laser lithotripsy of renal stone calculi using a cook single-use holmium laser fiber, the fiber seemed to snap or be broken upon package opening. It was noted it occurred either prior to the procedure or during the mid-way point. The break occurred midway along the laser shaft. The procedure was completed by using another new device. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A search of cook's complaint database for the complaint lot number ((B)(4)) revealed there are other complaints associated with this lot number. (B)(4) and (B)(4) were reported for the same failure by the same customer. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions several different factors affect the life of any fiber, including: improper handling. Continuous lasing with the fiber tip in contact with tissue;never subject fiber optics to sharp bends in handling, use, or storage. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Extended lasing at high power, lasing with a contaminated or damage proximal; poor lasing beam alignment or focus; always keep connector end dry and free of contaminants. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that based on evidence presented, potential cause of fiber breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU such as "improper handling", "never subject fiber optics to sharp bends in handling, use" and "fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage" could contribute to this event. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported prior to laser lithotripsy of renal stone calculi using a cook® single-use holmium laser fiber, the fiber seemed to snap or be broken upon package opening. It was noted it occurred either prior to the procedure or during the mid-way point. The break occurred midway along the laser shaft. It is not known how the procedure was completed after this difficulty. The patient did not experience any adverse effects as a result of this occurrence. Additional details regarding the event have been requested. At this time, no additional information has been provided.